Event description:
A (B)(6) male underwent angioplasty of posterior tibial artery on (B)(6) 2011. The wire would not pull out after successful angioplasty. The physician finally got it to pull out and noticed that the tip of the wire had stripped off and was left behind in the posterior tibial artery. The pt required an add'l procedure as the physician had to go back in and angioplasty the remaining coating of the wire left in the body against the artery wall to prevent blockage of blood flow to the foot. No adverse effect to the pt reported due to this occurrence.

Manufacturer narrative:
(B)(4) separates is not labeled. Product was returned in a used and damaged condition. This device is purchased from a vendor and it is inspected per quality control specification, which verifies the length and correct spiral holder. An examination of the returned used and damaged wire revealed the wire was missing the distal connection. The damage would have occurred due to the force required by the physician to remove the wire. The difficulty experienced may have been due to the wire being trapped in the lesion during angioplasty or within a torturous anatomy. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (per warning in the provided IFU) or other instrument. From the sequence of events in the event description this does not appear as a likely cause. Rather this complaint appears to be the result of pt anatomy. We will continue to monitor for similar complaints.